Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) confirmed that there was no noise. Ts suspected calcification around the coil to be the cause of increase in shock impedance and suggested reprogramming rv coil to device or increasing the upper limit to 150 ohms. The lead remains in service and no additional adverse patient effects were reported.